Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to crosstalk oversensing, inappropriate mode switching, and rhythm acceleration occurring at those times. It was noted that thresholds were normal and measurements were within normal limits. Technical services (ts) reviewed programming options. The health care professional (hcp) noted that the patient will be seen by cardiology to make the appropriate programming changes. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.